Event description:
It was reported that unspecified bd¿ phaseal protector leaked during use. The following information was provided by the initial reporter: it was reported via email: furthermore, in several cases the solution has leaked out of the protector during the production of methotrexate.

Manufacturer narrative:
H.6. Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ phaseal protector leaked during use. The following information was provided by the initial reporter: it was reported via email: furthermore, in several cases the solution has leaked out of the protector during the production of methotrexate.